Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardened product and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events of hardened product and nodules as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected to the mentonian groove, cheekbones, and nasolabial groove with juvederm voluma with lidocaine as well as concomitant injection with juvederm volift with lidocaine. Specific injection sites for each device were not provided. Approximately 2 weeks later patient developed "hardened" product at "every treated area, mostly in mentonian groove. Nodules have appeared and patient was biting (illegible) at the time." Patient was prescribed cipro and predsim. Symptoms are ongoing.